Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to extend the helix of the lead, even after over 30 turns. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead became ext rinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification. Visual analysis found outer insulation buckled, extrinsic.